Event description:
Manufacturer representative reported patient lost stimulation in august 2006. The device was unresponsive to patient programmer and recharger. A physician mode recharge was attempted with no success. Representative attempted physician recharge mode three times without receiving 60 minute countdown. Representative reported the patient programmer was not working correctly and used the recharger to turn the neurostimulator on and off. Manufacturer representative saw patient at the hospital when patient was going in for a possible lead revision. Representative reported inability to get telemetry. Another representative assisted and found a good connection, however, this did not last long. The representative discussed with the hcp and the decision was made to wait to do lead revision until further troubleshooting was attempted. Rep instructed patient to perform physician mode recharge at home and to use a fully charged recharger while performing physician mode recharge. Patient reported inability to complete a physician mode recharge. Patient reported being in a lot of pain. The manufacturer's representative has scheduled a meeting with the patient and hcp to address patient's concerns.